Manufacturer narrative:
The device is expected to be returned. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no adverse impact to customer's blood glucose level. The customer reverted to an alternate method in insulin therapy.